Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error with the numbers "444"on the screen. It was reported that this error occurred two separate times. There was no patient injury.